Event description:
The customer reported that this multigas unit displayed a check device error message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this multigas unit displayed a check device error message. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this multigas unit displayed a check device error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a check device error message. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue was duplicated. The root cause for the reported issue was determined to be a failed internal pump. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 e1 email attempt # 1: 09/23/2025 I called becky to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for becky to call me back with this information. Attempt # 2: 09/25/2025 I called becky to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for becky to call me back with this information. Attempt # 3: 09/29/2025 I called becky to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for becky to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.